Event description:
Add info received: no patient involved.

Manufacturer narrative:
B5 updated h2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6): medtronic representative went to the site to test the imaging system and found the system in sa mode. Generator disabled. After diagnosing the powesupply1(ps1) voltage was low. Adjusted powesupply1(ps1) voltage to 5.10 vdc at gen board per manual. Returning to customer for multiple cases. B01,c02,d02 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that x-ray was disabled. Patient presence unknown.